Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to insufficient reprocessing at the user facility or insufficient dissolving/diluting of chemical powder. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user the forceps elevator of the subject device had a problem at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and confirmed the reported phenomenon. It was found that there were the foreign material or substance on the distal-end or around the forceps elevator of the subject device. That foreign material or substance was looked like the chemical powder and the service department of oekg could remove that foreign material or substance with the proper cleaning and disinfection including the brushing. There was no report of patient injury associated with this event.